Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that: "original case date was: (B)(6) 2009. Original surgeon was: (B)(6). Surgery location was: (B)(6). Reaction: chronic sinus tract with possible osteo. Removal of parts of suture done once already. Antibiotics prescribed multiple times. Removal posted for (B)(6)."